Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump up arrow key was not sensitive. The customer indicated that their blood glucose level was normal. Customer did not provide any additional information.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due unlocked keypad connector on the lcd board. The insulin pump had minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.